Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure the physician pulled hard on the lead and inadvertently stretched the lead. After that, the stylet would no longer go down the entire length of the lead. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.